Manufacturer narrative:
The user facility reported that after opening a shipping carton containing bottles of rapicide pa high-level disinfectant, one of the bottles in the shipping carton was found without a cap. The absence of the cap resulted in a chemical burn on an employees hand. This event could potentially lead to serious injury if it were to recur. The cause of this situation is expected to be due to inadequate quality control before shipping the product to customers. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that after opening a shipping carton containing bottles of rapicide pa high-level disinfectant, one of the bottles did not have a cap. When opening the rapicide pa carton, the chemistry spilled onto an employee's hand resulting in a chemical burn.